Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture joint instability. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient revised for a pseudo-tumor possibly from metal hypersensitivity, removed cup for highly inclined placement. Doi: (B)(6) 2007. Dor: (B)(6) 2010. (Right hip). Update. 12/21/2010. Litigation papers were received. 1/12/2011. Screw inadvertently reported. File reopened to change to liner. Update: 10/19/2012. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 1 nov 2018:(B)(4) has been re-opened under (B)(4) due to the receipt of ppf, sticker sheets and medical record. In addition to what were previously alleged, ppf alleges loosening of cup, fracture, dislocation, infection, loosening of stem, metal wear, metallosis and elevated metal ions. Please see: (B)(4). (Revision). Doi: (B)(6) 2007. Dor: (B)(6) 2010. (Right hip).